Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2090 programmer; product ID: 2067l rf (radio frequency) head. (B)(4).

Event description:
It was reported the programmer / analyzer shuts down during followup. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.